Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h1900261 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Upon loading the hemolok clip into the applier, the clip got broken. Additional information: no part of the broken clip fell inside the patient. The clip broke while it is loaded in the applier on the or table.